Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg 400-500 mg/dl) and ketone level was large. Customer was vomiting. Healthcare provider identified ketones as dangerous. As customer was young ((B)(6)), customer's mother administered insulin injection to address bg. Contact reported that on the first day of wearing a new cartridge and infusion set, customer¿s bg elevate. Customer continued to use the same cartridge and infusion set for the second and third day, and no issues occurred. Pump system check was performed with tandem technical support (cts) and pump was found to be functioning properly. Contact reported admelog was used in the cartridge. Cts informed contact that admelog was not labeled for use with the pump. Reportedly, contact discussed the type of insulin used with a healthcare provider.